Event description:
It was reported that the patient experienced pocket site pain and the patients ipg migrated. It was also noted that the patient had difficulty and had frequently been charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient experienced pocket site pain and the patients ipg migrated. It was also noted that the patient had difficulty and had frequently been charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the device will not be returned, as it was discarded by the medical facility.